Event description:
It was reported the patient presented to the emergency room with shortness of breath and bradycardia. Upon interrogation, it was discovered the right ventricular lead was intermittently capturing. The suspected cause was a micro-perforation. The right ventricular lead was repositioned on (B)(6) 2022. There were no adverse consequences prior, during, or post-procedure.